Event description:
Discordant false positive havt results were obtained on an advia centaur xp system for three patient samples. The samples were repeated on an altenate system and were found to be negative. There is no known report of adverse health consequences or patient intervention due to the discordant havt results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia centaur xp system. Upon evaluation, it was found that the customer was adding water from a mislabelled distilled water bottle containing bleach (hypochlorite) to the system. The fse cleaned and rinsed the system with water, the system is performing within specifications. No further evaluation of the device is needed.